Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in clinic follow-up, episodes of functional undersensing which resulted in pacemaker mediated tachycardia (pmt) were observed. Technical support was contacted and provided reprogramming recommendations. No intervention has been performed, but a follow-up appointment was anticipated. On (B)(6) 2021, the patient was admitted to the hospital while experiencing decompensated heart failure which resulted in the death of the patient. Technical support reviewed the session records and observed episodes of non-sustained right ventricular (rv) oversensing due to possible loss of capture followed by an intrinsic event from the atrium or left ventricle (lv). There were other episodes of oversensing that were suspected to have occurred when there was no intrinsic conduction from the lv due to possible loss of capture of the lv pulse. Technical support did not see any indication of a product malfunction. The physician also reviewed the records and suspected the characteristics observed were that of a dying heart and did not allege the device malfunctioned. There was no known coroner's investigation and primary cause of death is not known.